Event description:
The field service engineer reported an unspecified malfunction during preventative maintenance on the heartstart xl. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.